Manufacturer narrative:
Batch review performed on 05 february 2019: lot 181832: (B)(4) items manufactured and released on 11-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on january 25, 2019. Femoral head revision few weeks after total hip arthroplasty. According to the report, the stem subsided but this cannot be assessed on the basis of a single x-ray. Early subsidence may be associated with insufficient primary stability achieved at the time of operation. No conclusion can be drawn on the basis of available information, but there is no reason to suspect a faulty device.

Event description:
The patient came in complaining of pain caused by a subsided stem after about 18 days from primary. The surgeon chose to leave the stem in place but revised head and added a sleeve option.